Event description:
Patient was revised due to pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, alleges pain in groin and hip area, as well as elevated levels of cobalt and chromium in blood, and MRI confirmation of fluid in the joint. Revising surgeon indicated in h&p that patient "was noted to have some fluid around the prosthesis of the right hip". Revision note identified "a brownish-yellow fluid" that "was evacuated from the hip joint". Pathologist diagnosis of right hip tissue sent from revision surgery stated "benign synovial-type tissue with reactive changes and piment deposition, compatible with implant-related changes. No significant inflammation is identified."

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.